Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found a hair in the barrel of the bd discardit¿ ii syringe with needle before use in the patient. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Additional information: lot # provided: 1709144, medical device expiration date: 2022-08-31, device manufacture date: 2017-09-07. Investigation summary: sample evaluation we have been provided with the affected sample. A hair inside the syringe was detected in this returned sample. We could confirm the reported issue. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Root cause analysis after analyzing the affected sample, provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The returned sample had been used and presented medicine inside, we could not determine the exactly origin of the reported particle. In case that this particle comes from the manufacturing process, we consider that the hair could be lost probably due to a failure to perform any practice of gmp, or neglect, or as part of some raw materials. Finally this foreign matter could end in the assembly machine which produced the mentioned non-conformance. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. We concluded that it has been an isolated case with a negligible frequency of occurrence. Confirmation the returned sample presented the reported issue. We could confirm the reported issue.